Event description:
The customer reported erroneous results for white blood cell (wbc) counts when using the coulter lh 780 hematology analyzer. The customer also reported the issue occurred on quality control (qc) samples. The instrument generated "diff heater disabled" errors. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no erroneous test results reported out of the laboratory associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and confirmed the lyse delivery timing was too fast and out of specification. The fse adjusted the lyse timing resolving the erroneous wbc (white blood cell) results. The fse also found the diff (differential) heater to be defective. The fse replaced the diff heater which resolving the "diff heater disabled" errors.